Manufacturer narrative:
A steris account manager made multiple attempts to contact user facility personnel to obtain information regarding the reported event however, the user facility has not responded. No additional issues regarding the vaprox cartridges have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee experienced a "burn" to their hands from handling vaprox cartridges. It is unknown if the employee sought or received medical treatment.